Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 would not reload after the fourth (4th) firing. The case was completed with a different er320. There was no consequence to the pt.